Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient's merlin programmer exhibited a device longevity estimate anomaly. Session reports revealed that there was no excessive battery discharge. The loss of longevity was discovered to be a diagnostic anomaly by the merlin programmer which resulted in an overestimate of device life expectancy. The patient would continue to be monitored.